Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00320 on october 6, 2020. Additional information - 12/07/2020, siemens concluded investigation for elevated results with the advia centaur xp sars-cov-2 total (cov2t) assay. A leak was found on acid tubing and was replaced by siemens customer service engineer (cse) . The issue was resolved post customer service engineer cse intervention. Siemens reviewed in house data for both kit lot 035 and 005. Both these kit lots met all specifications. Advia centaur xp sars-cov-2 total (cov2t) is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Section d8 of this report was updated to "no". It was originally unknown as to whether the system was service by a third party. Instrument service was provided by a siemens customer service engineer. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
The system calibrations were acceptable and the quality control (qc) results were within the range. The system was checked by the customer application specialist (cas), and the customer service engineer (cse). A leak was found on acid tubing, and was replaced. Repeated results after repair matched the other laboratory's negative results. Siemens continues to investigate and monitor the performance of the assay at this site. The instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for two samples that were considered discordant when compared to non-reactive (negative) results from another laboratory using the advia centaur xpt cov2t. The reactive cov2t results were not reported to the physician. There are no known reports of patient intervention, or adverse health consequences due to the discordant cov2t results.